Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump screen had scratches and it was making hard to read the screen to the patient. The customer also reported that insulin pump gives the no delivery alarm and insulin pump had rewind anomaly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms and rewind anomaly noted. Device received with minor scratches on display window noted. (B)(4).